Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s device was not working since 2019 (about six months). The patient stated that it would not turn on. Patient services asked if they had tried to recharge it and the patient stated that they didn¿t know. The patient stated that they would try to find their equipment to charge their ins. The patient was redirected to follow-up with their healthcare provider (hcp). The patient had indicated that they did notify their hcp, but hey did not do anything about it. The event occurred in 2019. No further complications were reported/anticipated.